Event description:
The reporter indicated that he had been unable to interrogate a vns pt's generator. Limited troubleshooting steps were performed, as the pt was no longer present, and a causative factor could not be identified. Good faith attempts for add'l info have been unsuccessful to date.